Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: (B)(6) 2022. Component code: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: there were no adverse consequences associated with the patient. The needles are cut off after the are used to sew the valve in. The ¿pledgetts¿ on the suture seemed thicker than the corresponding product that we have always used. The package lists the thickness as 1.5 mm which is the same as the other product we have used. However the surgeon complained that the pledgetts seemed thicker to him. The issue was noted during use on the patient. The entire package had thicker pledgetts. There are no photos. I don¿t have the package with the lot number. The procedure was an aortic valve replacement and coronary artery bypass grafting (B)(6) 2022.

Event description:
It was reported that a patient underwent a CABG procedure (B)(6)2022. And pledgetts were was used. During the procedure, it was reported by the customer that the swedges on the sutures are too thick. The ¿pledgetts¿ on the suture seemed thicker than the corresponding product. The package lists the thickness as 1.5 mm which is the same as the other product. However; the surgeon complained that the pledgetts seemed thicker to him. The issue was noted during use on the patient. There were no patient consequences reported. Additional information was requested.